Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that after a car accident, the patient with this neurostimulator began feeling a shocking sensation from their device, which caused their right leg to spasm and twitch. The patient turned the stimulation off while at the hospital, which stopped the spasms, but the leg remained stiff until the following morning. Muscle relaxers were prescribed, which helped reduce the stimulation. The stimulator remained off, and the patient was planning to follow up with their physician. There were no additional complications reported.

Event description:
It was reported that after a car accident, the patient with this neurostimulator began feeling a shocking sensation from their device, which caused their right leg to spasm and twitch. The patient turned the stimulation off while at the hospital, which stopped the spasms, but the leg remained stiff until the following morning. Muscle relaxers were prescribed, which helped reduce the stimulation. The stimulator remained off, and the patient was planning to follow up with their physician. There were no additional complications reported. The patient was reported as stable and had been doing well. It was confirmed that the car accident was unrelated to the device. Although reprogramming had been attempted before the revision, it was unsuccessful. The patient underwent revision surgery on (B)(6) 2025 to replace the device due to reported uncomfortable stimulation. Impedances were checked, and they were normal. The device was revised and relocated to the opposite side, resulting in a functional stimulator. No further complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.